Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The customer stated that the unit was failing internal leakage test during pre-use check. Our field service engineer (fse) reproduced the event. He replaced the expiratory pressure transducer tube, the seal, the o2 sensor cable, and also internal batteries and expired battery modules. The equipment had not been properly maintained. The fse spoke to the customer and clarified that the ventilator needs a preventive maintenance by a qualified technician once a year or every 5000 hours whichever comes first. The ventilator was returned to the customer and cleared for clinical use after calibration and passed functional tests according to factory procedures. The evaluation of received device logs confirms that pre-use check failed on leakage and that the battery modules in slots 1 and 2 needed to be replaced. The conclusion is that the ventilator was failing internal leakage test during pre-use check due to inadequate maintenance. After service, the ventilator worked as expected.

Event description:
It was reported that the ventilator generated an error indicating leakage and it failed pre-use check. There was no patient harm. Manufacturer ref.#: (B)(4).